Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The device was found to have no telemetry and no output. The case of the battery was removed and the heat output was found to be higher than normal. This resulted in a battery malfunction. The battery malfunction resulted in the clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up, this pacemaker could not be interrogated. Multiple programmers and programmer wands were attempted. A magnet was applied, but elicited no response. As a result, it was indicated the pacemaker would be explanted and replaced. The device was explanted and returned for analysis. No additional adverse patient effects were reported.